Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter displayed a message of "meter or strip problem." The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010. The patient advised the cca she manages her diabetes with glyburide pills (5 mg). The patient stated she continued to take her usual dose of medication. About 12 minutes after the start of the alleged issue, the patient claimed she felt symptoms of shaky and light headed. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted it was not the first time the meter was being tested with. The cca walked the patient through a retest to resolve the alleged product issue. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Event description:
The pt was revised to address loosening of the tibial and femoral implants. Cement MFR is unk.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.